Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-may-2023 . H6: investigation summary one sample was received and tested by our quality team. The male luer end of set was all that was received and the clear separation has verified the customer's complaint. The tubing was closely inspected using high power digital microscope and the root cause has been determined to be a lack of solvent applied during assembly of the set. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set came apart at the y connection. The following information was provided by the initial reporter: tubing came apart at the y connection while connected to patient with rituximab infusing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set came apart at the y connection. The following information was provided by the initial reporter: tubing came apart at the y connection while connected to patient with rituximab infusing.